Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that over a year ago, the patient wasn¿t getting relief and at times uncomfortable stimulation. The rep reported that the patient had been reprogrammed a couple of times, since having the device implanted, but that had been a while since she had been reprogrammed. The rep reported that the patient wasn¿t using the therapy and therefore she had not recharged the battery in over a year. The rep reported that an appointment had been made for (B)(6) 2018. A power on reset (por) was to be completed if the patient was able to charge their battery. The rep reported that they spoke with the patient several times on the day of the report and they had done three 60 minute clock procedures with her recharger to try and get the battery to start charging, but had not succeeded. Additional information was received from the rep on 2018-06-28. The rep reported that the cause of the lack of therapy/pain relief wasn¿t determined. The rep reported that they worked with the patient to try to recover the ins from overdischarge but it was not successful. The rep reported that the patient wanted an explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.